Event description:
The customer stated imprecision was observed while testing a patient sample on the architect i2000 analyzer. Architect hbsag results of 80 and 60 iu/ml were generated on the patient sample (both results are reactive). The cause of this issue was attributed to the architect reaction vessel lot number 65386p100. Replacing the reaction vessel lot resolved the issue. No impact to patient management was reported.

Event description:
The report received from the affiliate indicated that during an elective percutaneous coronary intervention (pci), the physician successfully deployed one presillion stent to the left coronary artery target lesion without any reported product issue. The physician then attempted to deliver another presillion 3.5 x 12 mm stent to the target lesion but the device became stuck/impeded on the cordis atw guidewire and could not be advanced further. The event occurred outside of the patient's body. The stent delivery system (sds) and guidewire were successfully removed from the patient. The guidewire was not used again during the case. There was no reported issue with the guidewire. There was no reported loss of access to the target lesion. There was no target lesion information available. The procedure was reported to have been completed successfully though no procedural details were available. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU and no problems were noted during preparation. No additional information is available. Addendum: product analysis of the atw guidewire received indicated that the distal portion was unraveled/stretched.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer removed a pod after three hours of wear, because he did not think it was delivering insulin properly. His blood glucose levels ranged between 230-389 mg/dl before taking this pod off and starting a new one. No further issues were identified.

Manufacturer narrative:
(6)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (6)(4) and is therefore unassigned. This is the final report.

Manufacturer narrative:
(B)(4) upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Ous MDR - after an implantation time of about 39 months, oversensing with inappropriate shock was reported. No worsening of the pt's state of health was reported. The lead was explanted.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.